Event description:
Nurse was preparing body for removal from room, had passed of unrelated cause. When removing the catheter, the balloon would not release the last 2ml of sterile water; was able to remove the catheter due to circumstance. The patient is deceased, due to unrelated issue. The patient was deceased, so we were able to remove the catheter with the balloon still partially inflated.

Manufacturer narrative:
(B)(4). The provided device lot number was not in the system; therefore a DHR review could not be conducted. There was no actual complaint sample returned for further investigation. Therefore, no physical assessment could be conducted. Balloon could not be deflated may be due to several reasons. Due to there was no actual sample returned for this complaint, any further investigation was not possible. Thus, this complaint cannot be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Nurse was preparing body for removal from room, had passed of unrelated cause. When removing the catheter, the balloon would not release the last 2ml of sterile water; was able to remove the catheter due to circumstance. The patient is deceased, due to unrelated issue. The patient was deceased, so we were able to remove the catheter with the balloon still partially inflated.